Manufacturer narrative:
Patient information was unavailable. A site representative reported that when the imaging system and the mobile view station (mvs) are turned on, a message showed on the mvs monitor, "battery level low please plug in the system." It was noted that the green line power light was not on when plugged into several outlets. The medtronic representative walked the site representative through replacing the f11 and f12 fuses (via phone) which resolved the issue. The damaged fuses were not sent to the manufacturer for further analysis. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that when the imaging system and the mobile view station (mvs) are turned on, a message showed on the mvs monitor, "battery level low please plug in the system." It was noted that the green line power light was not on when plugged into several outlets. The medtronic representative walked the site representative through replacing the f11 and f12 fuses (via phone) which resolved the issue. The damaged fuses were not sent to the manufacturer for further analysis. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.